Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct data included on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the pin receiving the video connector was worn by repeated use, or that the pin receiving the video connector was worn by the user forcefully connecting the video connector. This would impact the scope drive and image transmission between the scope and the video processor, resulting in the loss of images. The instructions for use have the following statement which can prevent the event: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The asset video system was returned to the service center for evaluation. The video system was tested and inspected; there were no error codes to be found. The unit was returned to the asset stock. The asset was last serviced/inspected on (B)(6) 2021; no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The clinical engineer at the user facility reported that during an unspecified event, an asset evis exera iii video system center reportedly had multiple issues; no image/socket connection, e311 while balance incomplete error and printing issues. The clinical engineer noted there was an unspecified delay and the procedure was not completed, however, no further information was provided. No patient injury or harm was reported.